Event description:
A customer complaint was received reporting that some of the segments on the display were missing. It was determined that some segments in the hundreds and tens display are missing, and all of the segments in the units display are missing. A request was made to return the instrument for eval and in the meantime a replacement unit was provided.